Manufacturer narrative:
(B)(4). Per the service report (B)(4) the hmi (human machine interface) board was replaced and the software was updated. The device was tested per the service protocol. (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) at the(B)(6) in (B)(6) reported that the current measured on the sensor board/panel on the cardiohelp base unit with serial number (B)(4) was sporadically too high. (B)(4).